Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it and the plunger rod cannot be removed. The customer's blood glucose reading was 130 mg/dl at the time of incident. Troubleshooting found that the customer was unable to use the reservoir due to the plunger rod and used another reservoir. The customer was advised that the reservoir would be replaced and to return the product for analysis. No further details given.